Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using a penumbra coil detachment handle (handle). During the procedure, the physician successfully deployed a penumbra coil 400 coil (pc400 coil) into the aneurysm; however, after several attempts, the physician was unable to detach the pc400 coil using the handle. The pc400 coil was successfully detached using a new handle. There was no report of an adverse effect to the patient.